Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 39 mg/dl with shakiness, severe headache, and lethargy. The patient received no unusual treatment. During troubleshooting, customer support found that the bolus history totals do not match (>5% different) and found no known cause. This complaint is being reported as the patient experienced hypoglycemia and the delivery issue was not resolved.

Manufacturer narrative:
No defect was found. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings:. No defect was found. The bb shows a replace cartridge alarm on (B)(6) 2016 09:38; deliveries never resumed. The delivered boluses were calculated for (B)(6), the delivered boluses on each day correctly match the tdd bolus history performed a 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed. 0u and tdd showed 48.0u. No eaw¿s occurred during testing.. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.